Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event including life threatening b5 - additional information was received that a stroke occurred immediately following the aortic dissection due to the occlusion of the right carotid. The dissection occurred because the second valve that was attempted to be implanted, failed to open in the annulus. It had to be retrieved through the first valve resulting in an antegrade dissection. Cerebral ischemia was already occurring prior to the surgical intervention. H6 - patient code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history records were reviewed and showed that the products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images submitted for review confirmed that the first valve was located at the ascending aorta and there were two additional valve systems utilized during the procedure but the second system was not deployed beyond 80%. The imaging did provide enough evidence to confirm a dissection was present as a result of the implant and there was no information provided in regards to the surgical repair. There were no valve load checks provided for the event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and user technique. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Dislodgement and positioning difficulty events are typically not related to a device malfunction. Based on the image review and information available, the root cause of the dislodgement and positioning difficulties could not be conclusively determined. Hypotension is a known potential adverse effect per device instructions for use (IFU) and is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Cardiovascular injuries, including dissection, may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. A conclusive cause of the dissection and the potential relationship to the device cannot be established. The use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. The IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿. Multiple factors can influence an onset stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. Based on the limited information received, the stroke was due to the occlusion of the right carotid but a conclusive cause of the occlusion cannot be determined. As neither an autopsy nor an explant information was provided, a conclusive assessment of the relationship between the patient death and the devices could not be reached. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Dissection, stroke and death are known potential adverse effects per the device IFU. The event does not indicate a failure to meet manufacturing specifications. Updated: h6 correction: upon recent review of the previously submitted medwatch report, it was noted one of the other relevant devices was not listed in section h.10. This information has been added below: other relevant device(s) are: product ID: d-evprop2329us lot#: 0010316985 use by date: 2022-07-21 UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the source of the aortic dissection was a 3 centimeter (cm) endothelial tear at the top of the dislodged transcatheter valve (d390106), that extended distally into the aortic arch and down to the coronary sinus. The dissection was repaired using bentall ascending aorta replacement with a 28 millimeter (mm) surgical graft. A 21 mm non-medtronic surgical valve was implanted. Eight days following the valve implant procedure, the patient died. The cause of death was reported to be cardiac and neurologic, however, a specific cause of death was not provided. No additional adverse patient effects were reported. Product analysis: the valves were discarded, therefore no product analysis can be performed. Updated: b2, b5 corrected: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, lot #: 00010370376, ubd: 08-sep-2022 , UDI#: (B)(4). Product ID: evproplus-29us, serial #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). Product analysis: the valves were not returned and delivery catheter system (dcs) was discarded.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. The patient anatomy had small annular calcium at the non-coronary cusp (ncc). The loading was performed once by an experienced loader and confirmed with fluoroscopy. Following deployment, the valve dislodged. While snaring the first valve, the annulus measurements were assessed and the implant team decided to use a 29 mm valve. The 29 mm valve was advanced and deployed. The position of the valve appeared to be adequate on imaging, but the patient's pressure began to drop. An aortic dissection was observed. Per the physician, the cause of the of the dissection was attributed to the outflow portion of the first valve that dislodged and the second delivery catheter system (dcs) moving in and out of the valve. The patient was taken to the operating room for surgical repair of the dissection and explant of the valves. The patient subsequently died. It is unknown whether an autopsy was performed.